Event description:
Device issue: none. Adverse event: retroperitoneal bleed/death. Onset of adverse event: post procedure. It was reported that a perforation occurred during a rotoblater procedure. Two jostent graftmaster stents were deployed sealing the perforation successfully. Post procedure, the pt developed a retroperitoneal bleed and died. Reportedly, clinical opinion indicates that the bleed and death are unrelated to the graftmaster stents. Though requested, no add'l info has been provided.

Manufacturer narrative:
(B) (4) (B) (4). The device was not returned for investigation; therefore, a root cause could not be determined. There was no reported device malfunction that could have contributed to the reported event. The manufacturing records for this product were reviewed, and there were no non-conformances. The graftmaster (part 12744-19, lot# 588165) referenced is being filed under a separate medwatch report.